Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device.

Event description:
Explanting physician reported capsular contracture baker grade IV. The device has been explanted and replaced with non-allergan device. This record relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/apr/2024.

Event description:
Explanting physician reported capsular contracture baker grade IV. The device has been explanted and replaced with non-allergan device. This record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan device. This record relates to the right side.

Event description:
Explanting physician reported, capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan device. This record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Explanting physician reported, capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan device. This record relates to the right side.

Manufacturer narrative:
E1.: (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.